Manufacturer narrative:
No product will be returned per customer. Photo shows the set being marked by a red circle around the check valve indicates from where the customer experienced the backflow but does not confirm the reported backflow on the event set. The root cause of this failure was not identified. Ethnicity; non-hispanic. Race- white. Relevant history; none.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the primary IV tubing allowed the secondary to back-flush into the primary ivf bag." The backflow occurred during patient use, and the patient's admitting diagnosis was polytrauma. The primary infusion was 1000ml of lactated ringers, and the secondary infusion of 500mg of keppra. There was no patient harm. The patient's IV lines were removed and replaced.